Event description:
It was reported that t:slim x2 pump battery did not charge and pump screen remained dark despite attempts to charge with both original and alternate wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged replacement pump, instructed customer to place problematic pump in storage mode before returning it with a prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.